Event description:
It was reported that during a ptca/stent procedure the stent separated from the stent delivery system. The stent failed to cross and was removed into the guiding catheter (contrary to IFU). The separated stent's location is unknown. Reportedly the pt was taken to surgery due to the suboptimal results of the ptca, not due to the stent separation.